Manufacturer narrative:
Additional reporter phone number: (B)(6). No device has been received for further evaluation. As additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that a plum a+3 pump has a distal error message, and failed the deliver accuracy test. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
Additional information: d10: no; g1: (B)(6). H10: device was not sent in to the manufacturer for further investigation. If additional information is received, a supplemental report will be submitted.